Manufacturer narrative:
Upon investigation of this incident, it was determined that the carefusion coordination engine interface was not communicating with the health sight view server. The customer emailed the technical support specialist to confirm that the issue had been resolved. The system functioned as intended after the issue was resolved. D4 & h4: UDI and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, carefusion coordination engine interface was not communicating with the health sight view server. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.